Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error. Troubleshooting for pump error was performed. Customer's blood glucose level was unknown at the time. It was reported that the insulin pump alarmed hardware low level failures. It was reported that the alarm did not occur during prime process. Bolus was also performed and was recorded in alarm history. It was reported that the customer was advised that the insulin pump will need to be replaced. It was reported that the customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.